Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A supplemental report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that a catheter extension set had its tubing separate from the male luer during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection the tubing was noted to be separated from the one piece male luer lock adaptor. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.